Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device had a service required error message and x. No patient involvement or negative patient impact was reported.